Manufacturer narrative:
This system is serviced by a third party organization. Therefore, system was not inspected, evaluated, or repaired by philips. Since the system was not inspected, there are no evaluation results. No system conclusions can be made on this event since the device was not serviced or repaired by philips. However, because all motorized functions were blocked philips believes that this system was in a safe status, no potential of serious injury, also, patient was not injured. Philips has attempted numerous times to contact the initial reporter for further information with no response on their part. Philips believes this is a non reportable event.

Event description:
This report is being filed in response to medwatch form 3500a. The description in block b5 states, "table top would not move. Could not set up for modified barium swallow test. Patient testing delayed. Device usage problem: device malfunction-that is, the device did not do what is is suppose to do." It should be noted that philips believes this is a non-reportable event, but is responding to the FDA report submitted by the initial reporter.